Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose was low. The customer¿s blood glucose level was 107mg/dl at the time of the incident. The customer¿s current blood glucose was 74mg/dl and had treated it with food. The customer reported that customer stated she just got off the phone with someone who was helping her upload to care link. The customer stated she had been eating sugar 15 carbohydrates at a time. The customer stated the adjustments were due to the blood glucose running higher than the customers endocrinologist wanted. The customer stated the pump was shutting off. Previously blood glucose was 220mg/ dl and woke up in the morning and the blood glucose was 107mg/dl by the time the customer got up and got a cup of coffee. Later blood glucose was 220mg/dl. The insulin pump will not be returned for analysis.